Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at the instertion site. The customer noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension and customer received a change sensor, sensor updating, and calibration not accepted alerts. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for difference between glucose values, and the customer reported that the insulin delivery was suspended. The blood glucose value and sensor glucose value were unknown at the time of the event. But the low limit value was 80 mg/dl. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue use of the sensor. Mmt-7040a was requested, and the customer responded that the device would be returned.